Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found the cause of the leak and instrument errors was a loose tubing at the top of the reagent probe a bead. The fse tightened the tubing fitting to resolve the issue. (B)(4).

Event description:
The customer reported that droplets of fluid were leaking from reagent probe a on the unicel dxc 660i synchron access clinical system. The leak was identified to be de-ionized water and/or wash concentrate solution. The leak was contained inside the instrument. The customer also reported a level sense error occurred while loading a reagent cartridge and cuvette not dry at first reagent dispense errors. There was no report of injury. No erroneous patient results were generated associated with this event. The customer was wearing gloves and lab coat.